Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and a loss of connection was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device - additional information. G3: date received by manufacturer- additional information. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional information availability. H6: adverse event problem component codes ¿ additional information.

Event description:
It was reported that signal loss over an hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number 8pdqeg was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and failed. A review of the share log was performed and a loss of connection was not found for serial number 8rwpd3 within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.